Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. Review of pump data confirmed that the customer did not interact with the pump within 12 hours of the alarm; however, the customer continued to allege that the alarm was not declared appropriately. There was no reported adverse impact to the customer¿s blood glucose level.